Event description:
The customer reported the video image was distorted and tech drives to max. No pt injury was reported.

Manufacturer narrative:
The service rep found that one of the lemo connector pins had been pushed back into the connector. Pulled pin back out into position, verified system operation, system operating as intended. Ordering new lemo connector for replacement. Replaced connector, verified system operation, system operating as intended.